Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing separated while connected to the patient in the operation room prior to undergoing a c-section. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the IV tubing separated was confirmed. Visual inspection noted no damage or anomalies. Examination under magnification reveals some evidence of solvent application but is not consistent around the entire tubing and therefore appears to be insufficient to maintain retention of the engagement. Dimensional analysis was performed and the tubing that was connected to the male luer was measured to be within specification. The root cause of the separation was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error during the manufacturing process.

Event description:
The customer reported that the IV tubing separated while connected to the patient in the or prior to undergoing a c-section. There was no report of patient harm.